Event description:
It was reported that the customer experienced a high blood glucose level of 478 mg/dl. The customer had an opened reservoir that had markings that were skewed and not printed straight. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-48505 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.